Manufacturer narrative:
The compressor was investigated by our field service engineer. Air leakage was noted to come from the compressor tubing. The part was replaced. The issue has then been resolved and the device was delivered to the user in working condition. The defective part was not returned to the factory for further evaluation. The root cause of the issue has not been determined.

Event description:
It was reported that the compressor generated alarm for low pressure. Patient involvement is unknown. Manufacturer's ref #: (B)(4).